Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted to treat an esophago-bronchial fistula during a bronchial stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, the stent was unable to close the fistula. The stent was removed, and a non-boston scientific stent was used to complete the procedure. There was no patient injury reported as a result of this event.